Event description:
Patient reported she went to hospital on thursday because line was leaking and they placed a new line. Pt is currently in hospital and getting discharged today. Patient is currently having some pain at site. No additional details provided. Length of stay in hospital unknown as not reported. Unknown if prescriber is aware. Reported to (B)(6) by pt/caregiver.